Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The center manager reported that prior to a cataract extraction with intraocular lens implant procedure the footswitch was not recognized by console and then a system message appeared. The system switched off. After restarting the system, the case was initiated and completed as planned. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the system switched off during the set up for surgery, displayed a system message (sm) - (software error), and the footswitch was not recognized. After restarting the system the case was initiated and completed as planned. There was no patient involvement. The company service representative examined the system and was unable to replicate the reported event. The host module, footswitch printed circuit board (pcb), and the footswitch were replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on august 26, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).